Event description:
It was reported that the lesion was an eccentric de novo in the distal lcx and the proximal lad. Two unicore guide wires were inserted through the left circumflex (lcx) and the left anterior descending (lad) as kissing guide wires. In the distal lcx, a penta stent was deployed. Then, the vessel was going to be checked with the angiogram. When the unicore guide wire was pulled, the guide wire was stuck and it could not be removed. The guiding catheter was deeply engaged. The guide wire was pulled on very hard and it separated into two pieces. A dissection occurred at the left main trunk. The patient was transported to another hospital and the remaining part of the guide wire was removed from the patient by CABG. The patient was reported to be in stable condition after CABG.